Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
It was reported a physician performed a novasure endometrial ablation on (B)(6) 2016 and the physician received several unsuccessful cavity integrity assessment (cia) tests. The physician then performed a hysteroscopy and noticed a perforation. The patient was admitted into the hospital, received "prophylactic IV antibiotics" and discharged the following day. The patient was seen post-operatively and doing "well". A hysteroscopy, dilatation and curettage (d&c), and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.